Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose 594 mg/dl. Customer¿s current blood glucose value was over 600 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The customer also states they forgot to bolus this afternoon and went to bolus and got a no delivery alarm. The customer states the insulin exited. The customer declined to continue high blood glucose troubleshooting due to no delivery troubleshooting. The insulin pump will not be returned for analysis.